Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he kept receiving no delivery alarms. He was in the hospital recovering from surgery. He broke his unarm and his surgery was not diabetes related. The customer changed the reservoir and infusion set. Customer's blood glucose level went up to 400 mg/dl. He treated his blood glucose level with the insulin pump and a manual injection. The no delivery alarm was caused by an infusion set/reservoir occlusion. The device was not returned.